Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician wanted to use an admiral xtreme to treat superficial femoral artery. The IFU was followed and the device was prepped without issue. The device did pass through a previously deployed stent. It was reported that when inflating the balloon to perform the patient's angioplasty the physician realized that the balloon did not fill and reported that there was a leak on the balloon. The procedure was completed using a different product. No patient injury was reported.

Manufacturer narrative:
Device evaluation: the admiral xtreme was received within its original shelf carton, along with its opened labelled pouch, and loosely coiled within a plastic pouch taped shut. Sanguine biological fluid residue was noted with in the inflation lumen of the y-manifold and within the balloon chamber. The balloon chamber is in a post-inflation profile, (e.g. Not tightly wrapped or winged). The information on the y-manifold, is consistent with the information in the reported event. The catheter was tactile and visually inspected: no abnormality or deformities, (e.g. Kinks), were noted in the catheter. A 10cc water filled syringe was attached to the proximal hub luer lock of the y-manifold and the guidewire lumen was flushed: a clear steady stream of fluid was observed exiting the distal end of the catheter. A 0.035¿ guidewire was loaded through the distal tip of the catheter and navigated with ease out the proximal hub of the y-manifold. A 10cc water filled syringe was attached to the inflation luer lock of the y-manifold and a vacuum was able to be maintained. A 20cc water filled syringe with manometer was attached to the inflation luer lock of the y-manifold. The catheter was first pressurized to nominal pressure of 8 atm, but the balloon chamber did not inflate. The most likely cause is solidified contrast from the procedure within the inflation lumen. The catheter was pressurized to rated burst pressure 18 atm, but the balloon chamber did not inflate. The catheter was pressurized to 25 atm, but the balloon chamber did not inflate. The catheter was left pressurized at 25 atm for over 30 minutes but the balloon chamber did not inflate nor did the catheter form a leak. If information is provided in the future, a supplemental report will be issued.